Event description:
It was reported that during implant, lead dislodgement and inability to retract helix were found. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field events of lead dislodgement and inability to retract the helix was confirmed and was due to blood clogged. After cleaning, the helix performed normally. The lead failed the coil continuity test.